Manufacturer narrative:
The valve was patent and passed siphon, rflux and leakage testing. It was within specs for pressure-flow and preimplantation tests. The conditions of the complaint could not be duplicated. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.

Event description:
It was reported that the valve did not have enough flow.